Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly since the customer received the pump. Review of pump data by tandem technical support showed that on (B)(6) 2016 the pump battery dropped from 30% to 5% within one minute. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.